Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: lasso. Other companies devices that used in this study: medtronic, atricure, isolator coolrail pen, atriclip. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that data from twenty-four consecutive patients with symptomatic atrial fibrillation underwent hybrid thoracoscopic surgical and transvenous catheter ablation between september 2012 to january 2014 was collected. Among them, one patient suffered from basilar artery thrombosis after the procedure. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿adenosine administration during hybrid atrial fibrillation ablation to test dormant pulmonary vein conduction.¿ the purpose of this study was to test the feasibility and efficacy of administration of adenosine after epicardial ablation in the setting of a hybrid atrial fibrillation ablation. Suspect device is a smarttouch thermocool catheter, however catalog and lot number is unknown.